Manufacturer narrative:
At this time there is insufficient information to determine the type of investigation. Attempts are being made to obtain repair information if any. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) equip malfunctioned. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) visited the site and device was located in a storage room connected to a/c power with the display closed and the unit powered 'on' in the standby mode. Customer advised "we always leaved the pumps turned on with the display closed." Also detected evidence of previous saline contamination. Commenced troubleshooting and noticed unit currently has 5172 total hours and 73 total assist hours from the device being left 'on'. Unit was installed on (B)(6) 2021 and the compressor and flters need to be replaced due to the total system hours. Troubleshooting also revealed multiple error codes related to a potential fault with the executive processor board. Fse resolved the issue by replacing d670-00-0770e exch,pcb,exec processor, d119-00-0236 compressor, scroll , d103-00-0499 muffler <100 micron, d103-00-0631 muffler,1/8 npt. Compressor and filter replaced due to exceeding working hours. Fse then allowed device to pump with known iab and known system trained at 80bpm for approximately 30 minutes without any alarms or abnormal function occurring. Full pm, calibration, safety, and functionality checks were completed per the service manual. All checks passed factory specifcations. Device is functioning in accordance with factory specifcations at this time and is cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The executive processor board part number 0670-00-0770 was observed per the cardiosave service manual revision q with no visual damage. The failure analysis and testing dept. Installed the executive processor board serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the executive processor board to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. Testing was completed on the executive processor board with no problem found. Functional testing was administered for multiple hours with no failure or error codes produced. Executive processor board will be held to the fat dept. Per procedure number 0002-07-d008 revision ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The failure analysis and testing dept. Installed the compressor s/n (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the compressor to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q.the fat dept. Determined the compressor was replaced past the expected total hours (5000) 5172 hours and is not part of the equipment malfunction. Compressor was part of the pm replacement parameters.retaining the compressor in the fat dept. Per procedure 0002-07-d008 rev ak.

Manufacturer narrative:
Updated fields - b4,g3,g6,h2,h10. Fat received part back from the supplier. The supplier stated they tested the board with no issues found. No specific root cause identified. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.